Event description:
It was reported that the device is running hot during testing prior to procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The customer complaint of device heating up was not confirmed by the repair technician or the diagnostic engineer through functional evaluation, disassembly and visual inspection. The device did have a bad e box and required replacement. The device was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the device is running hot during testing prior to procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.